Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the unit fell off the cart. Unit powers on, but the screen was damaged. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.